Manufacturer narrative:
The customer reported that she has a rash on her areola that was infected. Her doctor put her on mystatin ointment, neosprin, hydrocortisone cream 1%, desonide ointment 0.5%, cephalexin 50 mg 3x daily. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. This issue is currently being investigated (B)(4).

Event description:
The customer reported to customer service that the breastshields she was using with her pump in style breast pump had caused an allergic reaction that required medical attention.